Event description:
It was reported that the patient slid off of a kitchen chair and onto the floor. About ten days later she experienced a loss of therapeutic effect and could not feel any stimulation. She had her device replaced. Further info is being requested from the hcp.

Manufacturer narrative:
.